Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved protaper finishing f1 25mm that broke during use is not available and cannot be analyzed by our laboratory. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during DHR review (batch #1598544). Sampling is representative, we can consider that the batch is conform. No fault found. Product meets specifications.

Event description:
In this event a customer indicated that a protaper universal finishing file separated during use. The doctor was unable to remove the piece. The broken piece was incorporated into the filling.